Manufacturer narrative:
The ventilator was investigated on site and the monitoring printed circuit board (pcb) was replaced and returned for investigation. The device logs were not received. The reported failure could be reproduced during pre-use check test when the received monitoring pcb was tested in a test ventilator system. Our investigation revealed defective capacitor on the returned monitoring pcb, which caused the measured air supply pressure to decrease. The failure will only affect measurement and will not affect ongoing ventilation, alarms will be generated.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator alarmed for low air supply pressure. There was no patient harm. Manufacture's ref.#: (B)(4).